Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt experienced thigh pain. X-rays taken, femur fractured."